Event description:
It was reported that the patient experienced dyspareunia and had a vaginal discharge. The etiology of the event was reported as a worsening/exacerbation of a pre-existing condition. An intervention of removal of 2 slings and tvt (transvaginal mesh) replacement were reported. The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v589285, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).